Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 540 mg/dl. The cause of the elevated bg was unknown. A correction bolus was delivered to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.